Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to instability. Date of implant: (B)(6) 2006. Date of revision: (B)(6) 2022. (Right knee). Treatment: revision; femoral component, tibial, insert, and patella were revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Based on the visual analysis of the provided photographic evidence for, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. By the provided evidence, it cannot be determine a progressive decay of implant position in relation to initial implantation position. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 medical device problem code.

Event description:
Medical records received. (B)(6) 2022: clinical visit to evaluate failed right total knee replacement. Radiographs indicate osteolysis impacting the tibia and femur. Plan to is perform right knee revision of all components, to address global instability, possible implant loosening, and osteolysis around component(s). (B)(6) 2022: the patient's right knee was revised, exchanging all components. The patient presented with global instability, polyethylene-mediated synovitis, osteolysis, and aseptic loosening of the femur and tibial tray components. The tibial insert and patella components both demonstrated significant wear, with the tibial insert also showing evidence of delamination, and fragmentation of the posterior lip of the insert. The tibial osteolytic lesion was significant, requiring cancellous allograft bone to fill. Implants replaced with depuy attune crs revision.